Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and the x ray dot were dislodged, as well as the base plate in the needle chamber was dislodged and the proximal connector was missing. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator. The x ray dot could not be found. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842 with lot chnchg, conformed to the specifications when released to stock in 17th december 2007. The root cause of the corrosion could not be clearly determined. The root cause for the dislodged base plate in the needle chamber and the missing proximal connector could be due to wrong handling when ex-planting the valve, this however could not be determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016 clinician could not reprogram the valve so the patient was brought in on (B)(6) to revise the valve. He would like it analyzed and a written report of the results.